Event description:
Patient reported the infusion device often displays e7 electronic errors, and the vibra and acoustic alerts do not function. She has experienced erratic blood glucose of 3.0 mmol/l-27.0 mmol/l (54 mg/dl- 486 mg/dl) and believes the insulin delivery is inaccurate. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.